Event description:
It was reported that during a lap wedge resection, the firing force was much lower than expected and there was no feedback of grasping the trigger at the 1st stroke of the 2nd firing. The knife did not move forward and staples were not deployed at all. There was a difficulty in removing the device from the tissue, but it could be removed somehow eventually. The cartridge was green and the target tissue was stiff. Neoveil (tube type) was used. The device loading a green cartridge was fired without any difficulties at the 1st firing. Another device was used from the 3rd firing to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged one piece sled. Additional information was requested and the following was obtained: was the use of neoveil planned treatment?---no information. How was the patient impacted by using neoveil? ---no information. The device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Furthermore, the pan was noted damaged and the cartridge was damaged at distal end. Due to the pan condition, one driver loses its intended position. While no conclusion could be reached as to how the pan and cartridge became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.